Manufacturer narrative:
The medtronic field service engineer evaluated the ventilator, identified a relevant error code in the ventilator's memory logs and performed est (extended self tests) to resolve the issue. The ventilator has passed all testing per manufacturer specifications and has been returned to the customer. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the 840 ventilator went inoperative and safety valve opened. The patient was removed from the ventilator and placed on an alternate ventilator without harm.